Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.

Event description:
It was reported that suction was lost after creation of flap was almost completed on patient¿s right eye. No side cut was done. They attempted to get suction on but once suction was obtained and laser started firing, the suction was lost again. This happened several times with the patient until surgeon decided to re-schedule patient to another date. This is report 8 of 9.